Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his keypad is unresponsive on his insulin pump. Customer's blood glucose is 194 mg/dl. He stated he went swimming in a lake and placed his device in a cooler. When he returned, the device was alarming battery out limit and the keypad was unresponsive. He does not think the device got wet. Changing the battery did not resolve the issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Moisture damage found on interface board. Insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.